Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510k: k011028, k013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant internal thread defect - abutment would not seat correctly. The defective implant was removed and replaced with a new one. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported. Tooth # 18.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) was returned for investigation. . Visual evaluation of the as returned product identified the implant with a tool attached, most likely stuck during the removal process. Some signs of minor damage to the implant. The unknown abutment was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 18 (universal) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1243608). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review: unk abutment: DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review was performed for the reported lot number (1243608) for similar events and no other complaint was identified based on the available information, device malfunction could not be verified and the reported event was non-verifiable.